Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other armada 35 referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, mid femoral artery, the 6x80x80 armada 35 balloon was used for dilatation and during the second inflation after 3 minutes at 12-13 atmosphere (atm) the balloon ruptured. The device was removed and a different 6x40x80 armada 35 balloon was used and during the second inflation after 3 minutes at 16 atm the balloon ruptured. The device was removed and a different armada was used to successfully complete the procedure without issue. Reportedly, the balloon ruptures were due to calcification and not the quality of the device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional testing were performed on the returned device. The reported balloon rupture confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.